Event description:
It was reported that the patient believed she had a bad recharger as she couldn't get any coupling bars, sometimes it wouldn't communicate, and it was discolored and looked used. It was noted that the patient was familiar with how to work the device as she had been implanted since 2006. Her last charge session was six hours and a lot of frustration, and the patient was concerned about overdischarge. It was noted that because the patient had undergone three prior surgeries and had a lot of scar tissue the hcp had put the ins in an existing pocket, and the patient thought it may be too deep. The patient also stated that 'it was a bear' to use her patient programmer to turn the ins on. It was reported that the patient had a gi procedure done a few days after her implant and her scar line helped her to find the implant. The patient stated that the manufacturer representative at her follow-up visit 'was slow' and 'shocked her.' It was later reported that the patient had received a replacement recharger and was still having coupling issues. The patient believed that her implant may have been placed too deep. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_ins_stimulator, product type implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).